Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with scd express comp system UK. The customer states that the main cable on the scd express device has failed at the point adjacent to the strain relief bush. Wires of the cord were exposed. No adverse effect to the pt. Staff removed the device immediately and quarantined them.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.